Event description:
The reporter stated that she did a meter to hcp meter (brand unk) test, side by side. Results on her meter were 148 mg/dl, and on her doctor's meter, 208 mg/dl. The reporter did not have any symptoms. A control solution test wasn't done during troubleshooting, as the reporter's control solution was expired. She said that she had never done control testing, and quality control testing procedures were reviewed with her.